Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm perimount valve in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tpvr was performed with a 26mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. An IFU review is unable to be performed, as the model is unknown and no details regarding failure mode of the device were provided. Based on the information available, a definitive root cause cannot be conclusively determined.